Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter was reading inaccurately in comparison with their feelings or normal results. The patient reported results of "110, 163, 221, 229, 136, 185, 245, 71, 194, 165, 22 and 122mg/dl" on the subject meter. During the call the patient performed a control solution test and the results were not in range, therefore the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.